Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the 510k number. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 7 months post implant of mesh ¿ ventralex patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note, the manufacturing date (15-dec-2008) is considered to be a best estimate. Update fields: a2, b2, b3 (date of event), b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10, h11 corrected field: g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, "the hernia sac was identified immediately and dissected away. A ventralex mesh was placed in the umbilical ring defect and tacked." (B)(6) 2011 - patient was diagnosed with incarcerated recurrent incisional hernia with open repair with removal of ventralex mesh. Per operative notes, "revealed the presence of 2 additional hernia sacs which were reduced. Identified the old mesh which was transected and bowel adhesions were freed from the anterior abdominal wall. The old mesh around the umbilicus was excised and a synthetic mesh was placed." Attorney alleged that the patient had adhesions, hernia recurrence, pain and laparoscopic repair converted to open repair because of incarcerated bowel.